Event description:
Procedure type: bowel resection. Pt gender: unk. According tot he reporter: while testing the anastomosis a leak was noticed. The anastomosis was transected, and a new anastomosis was done. No blood loss was reported.